Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump was exposed to moisture, alarmed unexpected restart and had unresponsive buttons. Troubleshooting for unexpected restart was performed. The customer's blood glucose level was 136mg/dl at the time of the incident. The customer stated that they were unable to clear the alarm. Pump exposed to fluid troubleshooting was performed. The customer stated that they jumped in a pool with the insulin pump and that it was vibrating without an alarm or alert. The customer was also assisted with button error/keypad anomaly troubleshooting. The esc button was unresponsive. The customer also stated that they forgot to take the insulin pump off before jumping in a pool leading to the keypad issues. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with act and up arrow buttons unresponsive due to corroded keypad traces. No vibrate anomaly or button error alarm noted. Unable to confirm unexpected restart error test or perform the displacement test and unexpected restart error test due to button keypad anomaly. Moisture damage found on the lcd board. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratched and cracked display window, stained end cap sticker and stained address number label.